Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the power down of insulin pump without low battery warning. Customer's blood glucose level was unknown. Customer also stated that the insulin was squirting out during prime, insulin pump was rejecting new batteries and lost setting every time battery change. It was also reported that the buttons were sticky and unresponsive. The insulin pump will not be returned for analysis.